Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The reported resistance removing the protective sheath was not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulty removing the protective sheath; however the reported shaft separation appears to be due to the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it is similar to a device sold in the us.

Event description:
It was reported that during preparation of a 3.5 x 28 mm implant delivery system, there was difficulty removing the dual layer protective sheath and the shaft separated at the proximal seal. The device was not used. Another implant was successfully used to complete the procedure there was no clinically significant delay in procedure. No additional information was provided.